Manufacturer narrative:
The blade subject to this MDR was not returned to the MFR for eval. Lot number info was not provided to permit further investigation.

Event description:
It was reported that during a knee implant surgery that the blade broke. It was also reported that the broken piece fell into the surgical site.